Event description:
During retraction and viscodilation, the itrack advance catheter started stripping i.e.: tearing of outer sheath occurred. Parts of the outer tubing detached during the procedure and were removed with forceps.